Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to any of olympus locations, it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the report of the service department of olympus europe se & co. Kg (oekg) and a thing which oekg replaced the light source socket, omsc surmised there was the possibility this phenomenon was attributed to the communication failure between the subject device and evis 190 series videoscope via the light source was hindered due to wear of the pin on the output connector. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to any of olympus locations. Therefore, olympus could not investigate the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the error b30 which indicated there was the communication problem between the subject device and the endoscope was displayed and the image of the subject device was not displayed with connecting to evis 190 series videoscope at the unspecified timing. But it was also reported that the image of subject device was displayed with evis 180 series videoscope. The light source socket was cleaned with the light source socket cleaning kit (maj-2087). The field service engineer of olympus (B)(4) went to the user facility checked the subject device. It was found the malfunction and the subject device was required the light source socket replacement. There was no patient injury associated with this report.